Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetes is not well controlled, blood sugar ranges from 1.9 to 32 [diabetes mellitus inadequate control]. Getting scan failed error message [device information output issue]. Getting scan failed error message [device wireless communication issue]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "diabetes is not well controlled, blood sugar ranges from 1.9 to 32(loss of control of blood sugar)" with an unspecified onset date, "getting scan failed error message(device information output issue)" with an unspecified onset date, "getting scan failed error message(device wireless communication issue)" with an unspecified onset date, and concerned a (age not reported) patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", fiasp (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "drug used for an unknown indication". Patient's height, weight and body mass index was not reported. Current condition: diabetes mellitus(type and duration not reported). On an unknown date, the patient stated that they got scan failed error message, mis attempted troubleshooting. The patient was in bed as it was wreaking havoc on their sleep as the diabetes was not well controlled, so they were going into hospital. The patient stated that their blood sugar (blood glucose) ranges were from 1.9 to 32 (units not reported). Batch numbers: novopen echo plus: unknown. Fiasp: requested. Action taken to novopen echo plus was not reported. Action taken to fiasp was not reported. The outcome for the event "diabetes is not well controlled, blood sugar ranges from 1.9 to 32(loss of control of blood sugar)" was unknown. The outcome for the event "getting scan failed error message(device information output issue)" was unknown. The outcome for the event "getting scan failed error message(device wireless communication issue)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: name- novopen echo plus, batch number-mvg7a53 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicated that the memory display had showed error during use. Visual examination and functional testing were performed. The mechanic pen mechanism, including the piston rod, was found to be function normal. During test the memory display mirrored the dialled units. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. Nfc statistics log shows: num of upload start: 6, num of upload complete: 6 , num of upload failures - interrupted transfer: 0 , num of no app: 20. User had a really good track record and knows how to use the connectivity feature. The user have had issues finding the nfc spot as seen in the num of no apps. The user had a success rate of 100 procent the user did not find the correct nfc spot, as shown with the amount of no app failures in the log. This was very likely why the user are experiencing issues with using the connectivity feature. Timestamp of last upload start (seconds) 24896688 seconds. Timestamp of last interrupted transfer is 32052790 seconds. Timestamp of last successful uploaded 24896689 seconds since activation. The last attempt the user used the pen was in contact with the nfc spot for 1 seconds. The user did not use the connectivity feature for 0 amount of days. The statistics log shows: fw version 01.08.00. Eod mismatches (#) : 5. Time out doses (#) : 3. The eod error should not affect the connectivity feature of the pen . Dose log shows: total injected doses in doselog: (B)(4). Total invalid doses in doselog:(B)(4). About 3% of the doses in the doselog were invalid, which should not affect the connectivity issue for the user . The user did not managed to upload 5 doses from pen to app. The 3 invalid doses was due to the time out doses. It was clear that the user had major issues finding the nfc spot. This was a nfc spot not found ,which was a user handling issue. Visual examination and functional test of the returned product was performed. The electronic register showed that the data transfer was not successful because the pen was not in contact with the nfc of the phone/tablet . It was important to place the pen correctly in the nfc hotspot to allow transfer of data. As the nfc of the pen was functioning normally, this issue was not related to novo nordisk processes. The observed issue was due incorrect placement of the pen on the phone/tablet. Since last submission the case has been updated with the following, inv results updated, b,c,d, g codes updated, relevant tabs in EU/ca and device addendum updated, narrative updated accordingly. Final manufacturer's comment: 04-jun-2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon preliminary examination, device was found to be normal, functioning as per the specifications. The electronic register was checked. Several codes in the logs indicates that the memory display had showed error during use. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error is caused by unintended use of the device. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary name-novopen echo plus, batch number-mvg7a53 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicated that the memory display had showed error during use. Visual examination and functional testing were performed. The mechanic pen mechanism, including the piston rod, was found to be function normal. During test the memory display mirrored the dialled units. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. Nfc statistics log shows: num of upload start: 6. Num of upload complete: 6. Num of upload failures - interrupted transfer: 0. Num of no app: 20. User had a really good track record and knows how to use the connectivity feature. The user have had issues finding the nfc spot as seen in the num of no apps. The user had a success rate of 100 procent the user did not find the correct nfc spot, as shown with the amount of no app failures in the log. This was very likely why the user are experiencing issues with using the connectivity feature. Timestamp of last upload start (seconds) 24896688 seconds. Timestamp of last interrupted transfer is 32052790 seconds. Timestamp of last successful uploaded 24896689 seconds since activation. The last attempt the user used the pen was in contact with the nfc spot for 1 seconds the user did not use the connectivity feature for 0 amount of days the statistics log shows: fw version 01.08.00.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: dosage regimens: novopen echo plus: fiasp: current condition: diabetes mellitus. Batch numbers: novopen echo plus: mvg7a53. Fiasp: requested. Since last submission, following information has been updates: batch number updated narrative updated accordingly.